Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check the autopulse displayed " system error , out of service , revert to manual CPR " error message. No patient involvement on this issue.

Manufacturer narrative:
The reported issue of the autopulse displayed "system error "upon powering up of the device was confirmed during the initial functional testing and in review of the archive. The root cause of the issue was due to the drive train motor brake gap assembly was out of specification and needs to be replaced to remedy the fault. Visual inspection was performed and found the load plate cover damaged. The encoder shaft exhibited binding and resistance and was hard to rotate. The autopulse platform is a reusable as well as serviceable device and was manufactured on 08/24/2008. Therefore, this type of physical damage found during visual inspection are characteristics of normal wear and tear for the life of the device and are unrelated to the reported complaint. Functional testing was not performed due to the autopulse displayed system error 139 (unable to hold compression) error message "upon powering up of the device thus confirming the reported complaint. The archive review showed system error 139 on (B)(4) 2017 and not on the reported event date (B)(6) 2017. In addition when the platform cover was removed, blood, fluid ingress and corrosion were noted on the metallized coating inside the top cover of the platform. These issues found required a bio cleaning of the device. Upon customer approval, the components will be replaced and the device will be further tested to full specification.